Event description:
It was reported that right hip revision surgery was performed. Pain and elevated cobalt and chromium levels reported.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain and elevated cobalt and chromium levels. During revision the bhr head was removed, however the bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided implant report, there were no contraindication identified. The curetted cysts in the head were 8 mm x 8 mm x 6 mm. According to the provided revision report, there was significant reaction to the metal with discoloration, hypertrophy and necrosis of the synovial lining and minimal muscle damage. The cup remained. According to the provided pathology report, the right hip bone and tissue explants showed dense fibrous tissue with hemosiderin laden histiocytes, no significant acute inflammation. No information on the alleged blood metal ions was provided. Based on the provided information, a root cause cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.